Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 22 devices were evaluated in the field. Event confirmation status: 22 reported events were confirmed. Evaluation results: 22 devices were found to be affected by missing paint chips. Additional information: 22 devices were not labeled for single-use. 22 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 22 </noe> malfunction events in which the device had paint chips missing. 22 events had no patient involvement; no patient impact.